Event description:
It was reported that the patient had been leaking all day long since implant ((B)(6) 2013). The hcp increased stimulation but that only helped a little bit. The patient was at 1.6v on program 4 and changed to program 1 at 1.6v. It was noted that the patient felt stimulation all the time on program 4. Additional information received reported that last year the patient¿s health care provider (hcp) had to reposition their implant because it had moved and they didn¿t remember when it had moved. The patient never had therapeutic effect and couldn¿t drink anything if they went out because they would need to use the bathroom. It was noted that the patient wet their pants twice the other day and stimulation was not in the front the way it was supposed to be and they had stimulation in the left buttocks. It was uncomfortable when it was set higher and the patient¿s left side hurts when sitting in a chair. It was reported that the patient worked for 6 months to get the right stimulation level so they weren¿t going to change it. The patient had moderate overactive bladder (oab) before the implant but now it was 90 percent worse if they turned their implant off. It was stated that the patient believed the implant had made their condition worse.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer., patient product ID: 3 093-28, lot# va06gmt, implanted: (B)(6) 2013, product type: lead. (B)(4).